Manufacturer narrative:
Philips service replaced the hivo high voltage transformer, performed tube conditioning, and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the hivo transformer failed due to defective shunt resistors, causing fluoroscopy to be unavailable on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.